Event description:
User received a discrepant tsh result for one patient sample. Initial result was 0.028 miu/ml, repeat result was 1.13 miu/ml twice. Erroneous result was not reported. The field service rep could not duplicate the problem, but suspected the gripper was not moving the cup to the sipper position. He adjusted the gripper, adjusted the y-belt tension and replaced the reagent and sample tubing. Performance tests were performed.